Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, the anesthesiologist used this ventilator to provide post anesthesia assisted ventilation to patient xu dongling undergoing general anesthesia surgery. Before the end of the operation, the doctor turned on the ventilator for debugging and self inspection in advance and found that the device prompted that the self inspection failed and could not continue to be used. The equipment alarm event was checked, and the display was: "technical event 233001". The anesthesiologist stopped the ventilator and contacted the equipment department and after-sales personnel for repair. The patient continued to use the anesthesia machine in the operating room to assist the patient with ventilation after the operation. No actual harm was caused to the patient, resulting in the suspension of the anesthesia recovery room. The use of the anesthesia machine for the patient's anesthesia recovery led to the delay of the operating progress in the operating room. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Tf233001 occurred during preop-check of the device. After replacement of the psa the issue was solved and the device worked as specified. No patient harm reported. No logfiles provided.